Manufacturer narrative:
Corrected data h6 (type of investigation): "4117 - device not accessible for testing" code removed; h10; added the related report number in the correct field. Updated section d9, h3, h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions) h11 additional manufacturer narrative: as per product evaluation, customer reports of pannus and calcification were confirmed. Customer report of regurgitation was unable to be confirmed. As received, leaflet 3 was cut from the free margin to the sewing ring. X-ray demonstrated wireform and metal band cut at the same location of the cut leaflet 3; minimal calcification was observed on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 3 at the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 1 at the inflow aspect. Sewing ring cloth cut around leaflet 1. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely cause is patient factors, including diabetes. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU.

Manufacturer narrative:
D6a. If implanted, give date: the implant date is known only as 2021. Therefore, 31dec2021 is being used to calculate the minimum implant duration. H11 additional manufacturer narrative: this is one of the two manufacturer reports being submitted for this patient. Refer to report number ID 2015691-2025-08087 for additional event for the same patient. The same article. The device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress, therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from australia a valve model 7300tfx29 was explanted from the tricuspid position after an implant duration of approximately three (3) years and eight (8) months due to pannus formation affecting leaflet mobility and causing tricuspid regurgitation. The patient presented with symptoms including shortness of breath and decreased exercise tolerance. A non-edwards porcine valve was implanted in replacement. The patient was reported as to be recovering.